Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5510f502; triathlon cr fem comp #5 r-cem; lot# aas9b. Cat# 5521-b-500; tri ts baseplate size 5; lot# ao33aa. Cat# 5549-a-352; triathlon fem cone aug sz 5r; lot# a62e. Cat# 5560-s-212; tri cemented stem 12mmx100mm; lot# 0044801j. Cat# 5560-s-112; tri cemented stem 12mmx50mm; lot# 0055980a. Cat# 5543-a-500; tri post augment sz5 5mm; lot# wie3. Cat# 5549-a-120; triathlon sym cone aug sz b; lot# amm7. Cat# 6195-1-001; simplex hv with gentamicin us 1 pack; lot# 702bb824ay qty 5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "doctor performed a right knee revision on (B)(6) 2020. Original date of ts surgery (B)(6) 2017. Reason for revision is infection...no more information is available per doctor." Rep provided the primary implant sheet. A 5x13 ts insert was revised.